Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture, balloon detachment, markerband detachment, and difficulty withdrawing occurred. The target lesion being treated was located in the severely calcified branch of the celiac artery. The lesion was crossed with an 0.014 pt2 guide wire. A 4.00mm x 40mm x 146cm es coyote balloon catheter was then advanced to the lesion and on the first inflation it burst at 18 atms. Upon attempting to withdraw the coyote device, resistance was encountered. The device was eventually able to be removed, however, it was noted that the balloon and radiopaque markerbands were missing. The detached distal portion of the balloon and markerband were observed via fluoroscopy in the celiac branch. An attempt to snare with a non-bsc device was performed without success. An unspecified size maverick balloon catheter was then advanced to the lesion and angioplasty was performed. A 6.00x18mm non-bsc stent delivery system was advanced and deployed trapping the distal balloon portion and markerband against the vessel wall. The proximal portion of the balloon and proximal markerband were unable to be located under fluoroscopy. The procedure was completed with the deployment of the non-bsc stent. Additional patient complications were not reported and there was no harm to the patient noted.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture, balloon detachment, markerband detachment, and difficulty withdrawing occurred. The target lesion being treated was located in the severely calcified branch of the celiac artery. The lesion was crossed with an 0.014 pt2 guide wire. A 4.00mm x 40mm x 146cm es coyote balloon catheter was then advanced to the lesion and on the first inflation it burst at 18 atms. Upon attempting to withdraw the coyote device, resistance was encountered. The device was eventually able to be removed, however, it was noted that the balloon and radiopaque markerbands were missing. The detached distal portion of the balloon and markerband were observed via fluoroscopy in the celiac branch. An attempt to snare with a non-bsc device was performed without success. An unspecified size maverick balloon catheter was then advanced to the lesion and angioplasty was performed. A 6.00x18mm non-bsc stent delivery system was advanced and deployed trapping the distal balloon portion and markerband against the vessel wall. The proximal portion of the balloon and proximal markerband were unable to be located under fluoroscopy. The procedure was completed with the deployment of the non-bsc stent. Additional patient complications were not reported and there was no harm to the patient noted.

Manufacturer narrative:
Device evaluated by MFR: the coyote es device was received with numerous kinks on the inner and outer shafts. The hypotube was fractured 12cm from the guidewire exit notch; the fracture surface is consistent with the reported "cut" by the physician. The portion of the shaft proximal to the cut (including the hub) was not returned for analysis. The inner shaft was separated 5 mm proximally from the proximal balloon bond. The appearance of the fractured end of the inner shaft suggests that the separation may be related to tensile overload. There was a complete circumferential tear in the balloon near the proximal end. The distal end of the balloon and distal end of the inner shaft including the markerband and tip were not returned. There was no evidence that the burst and separation were attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The balloon was reportedly inflated to 18 atmospheres, which is above the rated burst pressure for this device. The most probable root cause is considered use/user error. (B)(4).